Manufacturer narrative:
The electrode was returned in two segments. Visual inspection confirmed the reported stretched coil. Visual inspection confirmed a complete fracture through the insulation and all coils approximately 32.7 cm from the terminal end. A bubble was noted in the notch adjacent to the sense b electrode. The bubble may indicate the area of fracture initiation. This fracture is consistent with the high, out-of-range shock impedance measurements observed clinically.

Event description:
It was reported that this sicd electrode triggered a high out of range shock impedance measurement. The patient was then seen in clinic at which time an x-ray clearly illustrated an impairment above the proximal sensing electrode. The patient was scheduled for a revision within the following days. During the revision the electrode was explanted however; it was reported that during the revision, electrode extraction was difficult and that the coil stretched due to the need to pull the electrode forcefully upon removal. The product was later returned for analysis.